Event description:
The consumer reported two unconfirmed false negative results with the binaxnow covid-19 antigen self test on (B)(6) 2021. This report is for patient two of two. The consumer reported that the person tested with an unknown rapid covid-19 product on (B)(6) 2021. Which generated a positive result. The consumer did not report that confirmation pcr testing was performed. No further information regarding patient health and outcome was provided.

Manufacturer narrative:
Related MFR report number: 1221359-2022-02278. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.